Event description:
It was reported that the user experienced difficulty pairing the ilet to the mobile app, with repeated alerts indicating an internet connection issue, and customer support provided user education and troubleshooting. Symptoms included low blood glucose. Outcomes included hypoglycemia with a documented glucose of 45 mg/dl, which was treated with 15 g oral glucose and confirmed recovery to 95 mg/dl by fingerstick, with no hospitalization. Investigation included follow-up attempts to troubleshoot app connectivity and a voicemail left for the user. Investigation of this case revealed that the cause of the hypoglycemia was unclear and the connectivity issue could not be reproduced or resolved during the call. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.